Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This is an initial final report submission. Product review of the zimmer air dermatome (00880100100) serial number (B)(4) by a zimmer biomet certified service repair site - (B)(4) on 30 june 2020 revealed during preventative maintenance that the device was out of calibration at the 0, 10, and 20 readings. The device would not calibrate after replacement of the vespel and semi-bearings. The control bar/shaft and fine adjustment cams needed replacement. The 4-inch width plate was worn and required replacement. Repair of the device was performed by a zimmer biomet certified service repair site - (B)(4) on 30 june 2020 which included replacement of the following: thickness control shaft (pn06001810342, ln 80919461) fine adjustment cam ¿ 2x (pn 06001810416, ln 80909117) semi-circle shaft bearing, vespel sp-22 sleeve bearing 4-inch width plate (pn 06001810533, ln 80899683) additional repair included calibration and testing. The device, serial number (B)(4), was then tested and functioned properly. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that upon inspection the dermatome was found to be in need of repair. At investigation evaluation the 4-inch width plate was found to be worn and required replacement. No adverse events were reported as a result of this malfunction. No additional event information available.